Event description:
This 63 y/o male was undergoing a coronary angiography and primary stent placement, 4.0 mm palmaz-schatz stent was passed to the area of the stenosis. The stent was displayed using the standard stent-deployment system at 6 atm for 25 seconds. The angiographic result appeared to be less than adequate for the stent placement. Repeat intravascular ultrasound was done on the entire left anterior descending and no sign of the stent was noted. The guide wire and guide catheter were opened an no sign of the stent was found. At no time was the stent-deployment balloon not on the guidewire, and therefore, the stent would have to have been either in the guide catheter, which it turned out not to be, or in the left anterior descending or the left main. Neither of which was noted to be the case by intravascular ultrasound or by angiography.